Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead dislodged. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.